Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise resulting in oversensing and episodes of automatic mode switching was noted on the right atrial (ra) lead. The physician suspect ra lead insulation damage to be the cause of the event. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.